Event description:
It was reported that pump displayed cgm malfunction alarm message labeled as error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, confirmed malfunction message did not return after reset, and advised customer to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: unknown / unknown / unknown / unknown.